Event description:
A report was received that the patient was experiencing painful tingling in the legs when turning stimulation up high. It was also reported that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to initial MDR should have been: additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing painful tingling in the legs when turning stimulation up high. It was also reported that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. No further course of action. The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing painful tingling in the legs when turning stimulation up high. It was also reported that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.